Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure coil noted in the proximal end of the fallopian tube') and pelvic pain ('pelvic pain/chronic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, adhd and libido decreased. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) since 1989, cefixime (flexeril) since 2003, fish oil since 2016, liothyronine sodium (cytomel) since 2016, naproxen since 2010, omeprazole (omeprazol) from 2016 to 2017, rizatriptan benzoate (maxalt) since 2003 and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced dental caries ("dental probs/dental problems excessive cavities"). In (B)(6) 2011, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety"). In (B)(6) 2011, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and was found to have blood cholesterol increased ("blood or heart disorder/condition type: high cholesterol"). In (B)(6) 2015, the patient experienced nausea ("nausea") and stress ("psychological or psychiatric problems condition: stress"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced insomnia ("insomnia"). In 2015, the patient experienced hypothyroidism ("hypothyroid"). In (B)(6) 2016, the patient experienced dyspepsia ("heart burn"). In (B)(6) 2016, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), pruritus ("rashes or skin conditions type: itchy skin") and dry skin ("rashes or skin conditions type: dry skin"), 7 years 11 months after insertion of essure. In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe:hot flashes"), feeling abnormal ("neurological conditions or problems type: foggy brain"), vision blurred ("trouble focusing/ vision/eye problems type: blurry"), disturbance in attention ("trouble concentration") and mood altered ("moodiness"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced pollakiuria ("bladder or urinary problems or changes; frequent urination"). In (B)(6) 2018, the patient experienced diarrhoea ("digestive system condition type: diarrhea"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced dizziness ("hormonal changes describe: dizziness"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder probs/ bladder or urinary problems or changes"), vaginal infection ("vaginal infect."), nervous system disorder ("nuero condit/prob"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision probs"), hernia ("hernia"), thyroid disorder ("thyroid issues"), premenstrual syndrome ("pms"), female sexual dysfunction ("apareunia (inability to have sexual intercorse)"), arthralgia ("joint pain/ joint aching"), intervertebral disc protrusion ("disk herniation"), dysgeusia ("metallic taste"), menopausal symptoms ("period menopause symtoms") and dyshidrotic eczema ("dishidrotic eczema/had all over feet") and underwent hernia repair ("hernia repair"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, dermatitis allergic, bladder disorder, vaginal infection, vaginal discharge, dental caries, migraine, headache, nausea, nervous system disorder, alopecia, fatigue, gastrointestinal disorder, visual impairment, weight increased, hernia, vitamin d deficiency, thyroid disorder, mood swings, hot flush, dizziness, premenstrual syndrome, genital haemorrhage, vaginal haemorrhage, fungal infection, female sexual dysfunction, anxiety, stress, pruritus, dry skin, pollakiuria, blood cholesterol increased, dyspepsia, feeling abnormal, vision blurred, disturbance in attention, diarrhoea, hypothyroidism, intervertebral disc protrusion, hernia repair, menopausal symptoms and dyshidrotic eczema outcome was unknown and the arthralgia and dysgeusia had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, blood cholesterol increased, dental caries, dermatitis allergic, diarrhoea, disturbance in attention, dizziness, dry skin, dysgeusia, dyshidrotic eczema, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, hernia, hernia repair, hot flush, hypothyroidism, insomnia, intervertebral disc protrusion, menopausal symptoms, menorrhagia, metrorrhagia, migraine, mood altered, mood swings, nausea, nervous system disorder, pelvic pain, pollakiuria, premenstrual syndrome, pruritus, stress, thyroid disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vitamin d deficiency and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic/chronic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, blood/heart disorder, metrorrhagia, rash/skin condition, psych injury, bladder problems, vaginal infection, vaginal discharge, dental problems, hormonal changes, migraine, headaches, nausea, nuero condit/prob, hair loss, fatigue, gi conditions, vision probs, weight gain, hernia, vitamin d deficiency, thyroid issues, insomnia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure confirmation test: (unspecified) : bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media : dyshidrotic eczema. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 4 and 5 were processed together. Social media received. Reporter information added. Event : dishidrotic eczema/had all over feet added. On 23-mar-2020: fu 4 and 5 were processed together. Social media received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure coil noted in the proximal end of the fallopian tube') and pelvic pain ('pelvic pain/chronic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, adhd and libido decreased. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 1989, cefixime (flexeril) since 2003, fish oil since 2016, liothyronine sodium (cytomel) since 2016, naproxen since 2010, omeprazole (omeprazol) from 2016 to 2017, rizatriptan benzoate (maxalt) since 2003 and vitamin d nos (vitamin d). On (B)(6)2008, the patient had essure inserted. In (B)(6)2010, the patient experienced dental caries ("dental probs/dental problems excessive cavities"). In (B)(6)2011, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety"). In (B)(6)2011, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In (B)(6)2013, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6)2014, the patient experienced alopecia ("hair loss") and was found to have blood cholesterol increased ("blood or heart disorder/condition type:high cholesterol"). In (B)(6)2015, the patient experienced nausea ("nausea") and stress ("psychological or psychiatric problems condition: - stress"). In (B)(6)2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6)2015, the patient experienced insomnia ("insomnia"). In 2015, the patient experienced hypothyroidism ("hypothyroid"). In (B)(6)2016, the patient experienced dyspepsia ("heart burn"). In (B)(6)2016, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). On (B)(6)2016, the patient experienced vaginal discharge ("vaginal discharge"), pruritus ("rashes or skin conditions type: itchy skin") and dry skin ("rashes or skin conditions type: dry skin"), 7 years 11 months after insertion of essure. In (B)(6)2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe:- hot flashes"), feeling abnormal ("neurological conditions or problems type: foggy brain"), vision blurred ("trouble focusing/ vision/eye problems type: blurry"), disturbance in attention ("trouble concentration") and mood altered ("moodiness"). In (B)(6)2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2018, the patient experienced pollakiuria ("bladder or urinary problems or changes;- frequent urination"). In (B)(6)2018, the patient experienced diarrhoea ("digestive system condition type: diarrhea"). In (B)(6)2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2018, the patient experienced dizziness ("hormonal changes describe:- dizziness"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder probs/ bladder or urinary problems or changes"), vaginal infection ("vaginal infect."), nervous system disorder ("nuero condition/prob"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision probs"), hernia ("hernia"), thyroid disorder ("thyroid issues"), premenstrual syndrome ("pms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), arthralgia ("joint pain/ joint aching"), intervertebral disc protrusion ("disk herniation") and dysgeusia ("metallic taste"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, pelvic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, dermatitis allergic, bladder disorder, vaginal infection, vaginal discharge, dental caries, migraine, headache, nausea, nervous system disorder, alopecia, fatigue, gastrointestinal disorder, visual impairment, weight increased, hernia, vitamin d deficiency, thyroid disorder, mood swings, hot flush, dizziness, premenstrual syndrome, genital haemorrhage, vaginal haemorrhage, fungal infection, female sexual dysfunction, anxiety, stress, pruritus, dry skin, pollakiuria, blood cholesterol increased, dyspepsia, feeling abnormal, vision blurred, disturbance in attention, diarrhoea, hypothyroidism and intervertebral disc protrusion outcome was unknown and the arthralgia and dysgeusia had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, blood cholesterol increased, dental caries, dermatitis allergic, diarrhoea, disturbance in attention, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, hernia, hot flush, hypothyroidism, insomnia, intervertebral disc protrusion, menorrhagia, metrorrhagia, migraine, mood altered, mood swings, nausea, nervous system disorder, pelvic pain, pollakiuria, premenstrual syndrome, pruritus, stress, thyroid disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vitamin d deficiency and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic/chronic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, blood/heart disorder, metrorrhagia, rash/skin condition, psych injury, bladder problems, vaginal infection, vaginal discharge, dental problems, hormonal changes, migraine, headaches, nausea, nuero condition/prob, hair loss, fatigue, gi conditions, vision probs, weight gain, hernia, vitamin d deficiency, thyroid issues, insomnia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6)2008: essure confirmation test: (unspecified) : bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-jan-2020: pfs &mr received: - new reporter information, new event added mood swings, hot flashes, dizziness, premenstrual syndrome, genital bleeding, vaginal bleeding, yeast infection, apareunia (inability to have sexual intercourse), anxiety, stress, itchy skin, dry skin, frequent urination, high cholesterol, heart burn, foggy brain, vision blurred, trouble concentration, diarrhea, insomnia, moodiness, hypothyroid, arthralgia, cervical disc herniation, metallic taste, embedded device. Severity added back pain, joints pain, disk herniation bulge and outcome added joint pain, metallic taste. Concomitants drugs, medical history and lab test was added. Event updated dental problems to dental cavity, hormonal changes to mood swings, blood/heart disorder to heart burn. Psych injury to anxiety. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure coil noted in the proximal end of the fallopian tube') and pelvic pain ('pelvic pain/chronic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, adhd and libido decreased. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 1989, cefixime (flexeril) since 2003, fish oil since 2016, liothyronine sodium (cytomel) since 2016, naproxen since 2010, omeprazole (omeprazol) from 2016 to 2017, rizatriptan benzoate (maxalt) since 2003 and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced dental caries ("dental probs/dental problems excessive cavities"). In (B)(6) 2011, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety"). In (B)(6) 2011, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and was found to have blood cholesterol increased ("blood or heart disorder/condition type:high cholesterol"). In (B)(6) 2015, the patient experienced nausea ("nausea") and stress ("psychological or psychiatric problems condition: - stress"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced insomnia ("insomnia"). In 2015, the patient experienced hypothyroidism ("hypothyroid"). In (B)(6) 2016, the patient experienced dyspepsia ("heart burn"). In (B)(6) 2016, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), pruritus ("rashes or skin conditions type: itchy skin") and dry skin ("rashes or skin conditions type: dry skin"), 7 years 11 months after insertion of essure. In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe:- hot flashes"), feeling abnormal ("neurological conditions or problems type: foggy brain"), vision blurred ("trouble focusing/ vision/eye problems type: blurry"), disturbance in attention ("trouble concentration") and mood altered ("moodiness"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced pollakiuria ("bladder or urinary problems or changes;- frequent urination"). In (B)(6) 2018, the patient experienced diarrhoea ("digestive system condition type: diarrhea"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced dizziness ("hormonal changes describe:- dizziness"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder probs/ bladder or urinary problems or changes"), vaginal infection ("vaginal infect."), nervous system disorder ("nuero condit/prob"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision probs"), hernia ("hernia"), thyroid disorder ("thyroid issues"), premenstrual syndrome ("pms"), female sexual dysfunction ("apareunia (inability to have sexual intercorse)"), arthralgia ("joint pain/ joint aching"), intervertebral disc protrusion ("disk herniation"), dysgeusia ("metallic taste") and menopause ("period menopause symtoms") and underwent hernia repair ("hernia repair"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, dermatitis allergic, bladder disorder, vaginal infection, vaginal discharge, dental caries, migraine, headache, nausea, nervous system disorder, alopecia, fatigue, gastrointestinal disorder, visual impairment, weight increased, hernia, vitamin d deficiency, thyroid disorder, mood swings, hot flush, dizziness, premenstrual syndrome, genital haemorrhage, vaginal haemorrhage, fungal infection, female sexual dysfunction, anxiety, stress, pruritus, dry skin, pollakiuria, blood cholesterol increased, dyspepsia, feeling abnormal, vision blurred, disturbance in attention, diarrhoea, hypothyroidism, intervertebral disc protrusion, hernia repair and menopause outcome was unknown and the arthralgia and dysgeusia had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, blood cholesterol increased, dental caries, dermatitis allergic, diarrhoea, disturbance in attention, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, hernia, hernia repair, hot flush, hypothyroidism, insomnia, intervertebral disc protrusion, menopause, menorrhagia, metrorrhagia, migraine, mood altered, mood swings, nausea, nervous system disorder, pelvic pain, pollakiuria, premenstrual syndrome, pruritus, stress, thyroid disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vitamin d deficiency and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic/chronic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, blood/heart disorder, metrorrhagia, rash/skin condition, psych injury, bladder problems, vaginal infection, vaginal discharge, dental problems, hormonal changes, migraine, headaches, nausea, nuero condit/prob, hair loss, fatigue, gi conditions, vision probs, weight gain, hernia, vitamin d deficiency, thyroid issues, insomnia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure confirmation test: (unspecified) : bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. New events added: period menopause symptoms, hernia repair. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), vaginal infection ("vaginal infect."), vaginal discharge ("vaginal discharge"), tooth disorder ("dental probs"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), alopecia ("hair loss"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision probs"), hernia ("hernia"), vitamin d deficiency ("vitamin d deficiency"), thyroid disorder ("thyroid issues") and insomnia ("insomnia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, blood disorder, cardiac disorder, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, vaginal infection, vaginal discharge, tooth disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, alopecia, fatigue, gastrointestinal disorder, visual impairment, weight increased, hernia, vitamin d deficiency, thyroid disorder and insomnia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hernia, hormone level abnormal, insomnia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, thyroid disorder, tooth disorder, vaginal discharge, vaginal infection, visual impairment, vitamin d deficiency and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic/chronic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, blood/heart disorder, metrorrhagia, rash/skin condition, psych injury, bladder problems, vaginal infection, vaginal discharge, dental problems, hormonal changes, migraine, headaches, nausea, nuero condit/prob, hair loss, fatigue, gi conditions, vision probs, weight gain, hernia, vitamin d deficiency, thyroid issues, insomnia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test: (unspecified): bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. Event injury nos replaced with new event pelvic pain. New events back pain, abdominal pain, dysmenorrhea, chronic pain, dyspareunia, menorrhagia, blood/heart disorder, metrorrhagia, rash/skin condition, psych injury, bladder problems, vaginal infection, vaginal discharge, dental problems, hormonal changes, migraine, headaches, nausea, nuero condit/prob, hair loss, fatigue, gi conditions, vision probs, weight gain, hernia, vitamin d deficiency, thyroid issues, insomnia was added. Lab data, reporter information, patient demographics was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.